Manufacturer narrative:
Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49.5 mm diameter abdominal aortic aneurysm. It was reported that during follow-up on an unknown date approximately 3 years post the index procedure an unknown endoleak near the flow divider of the main body was noted. Enlargement of the aneurysm diameter was also noted. Intervention was performed. A non-mdt cuff was implanted to treat the endoleak which was now suspected to be a type ia endoleak. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.